Manufacturer narrative:
Device not returned.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that a question mark appeared on the central control monitor perfusion screen in place of the arterial pump. The system was powered down and the message went away. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.